Event description:
It was reported that "bolt came out dropped a pt" co's service tech. People will do a service call and inspect there parker lifts. On 2/19/98 10 lifts were inspected, adjustments where necessary and deemed fit for normal service. Bi-monthly routine inspection and maintenance schedule is recommended for their equipment, the facility has discussed the need for a routine inspection program for their lifts and will probably implement one soon. Pt in incident was not hurt. Per service tech facility should have noticed loose bolt before it came out.